Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer's representative regarding a patient's implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the healthcare provider tried to do a (B)(6) study, but had trouble aspirating cerebrospinal fluid. The reason for the (B)(6) study was because there was originally difficulty in place the catheter, and the patient was only getting some of the pain relief in a band across her back. It was reported the patient was not getting pain relief down her legs. A catheter revision was planned. The patient's status was unknown. The patient was being medicated with morphine (concentration of 2mg/ml, dose of 0.5178mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a manufacturer representative reported the hcp believed the catheter came out of the intrathecal space shortly after implant. The representative said it was revised a few weeks ago, but didn¿t know if anyone had reported it. The catheter event was confirmed. No patient symptoms were reported. The representative stated the drug was old, but they planned to do a system content removal procedure prior to starting with fresh drug. No further patient complications were reported. The pump contained an unknown brand of morphine [1 mg/ml] at minimum rate.

Manufacturer narrative:
The other relevant components include: product ID 8780 serial(B)(4) implanted: (B)(6)2016 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient¿s implantable infusion pump for non-malignant pain. It was reported on 2016-10-10 that the healthcare provider (hcp) tried to do a dye study, but had trouble aspirating cerebrospinal fluid (csf). It was originally reported that what the hcp aspirated was not csf, but a "bloody fluid." The hcp was only able to aspirate 0.2cc of fluid. The reason for the dye study was because there was originally difficulty in place the catheter, and the patient was only getting some of the pain relief in a band across her back. It was reported the patient was not getting pain relief down her legs. A catheter revision was planned. The rep reported that the knew they were in the catheter access port (cap) because they did it under fluoroscopy. It was reported that the hcp did not feel the blood was introduced when the cap was accessed. The patient¿s status was unknown. The patient was being medicated with morphine (concentration of 2mg/ml, dose of 0.5178mg/day).

Manufacturer narrative:
The other relevant components include: product ID 8780, (B)(4), implanted: (B)(6)2016, product type catheter. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the difficulty placing the catheter was due to a severely narrow spinal space and difficulty positioning. It was reported that the hcp did not believe there was a bloody aspirate. No further complications anticipated/reported.